Event description:
Clinic notes were received regarding a patient's history of stridor and aspiration pneumonia from 2014. The patient had a lengthy history of aspiration pneumonia, which was not initially attributed to vns stimulation. The patient then started experiencing stridor around (B)(6) 2014, for which the physician decreased the patient's pulse width. The adjustment improved the patient's breathing. However, the patient was hospitalized soon after due to aspiration pneumonia. The physician stated on (B)(6) 2014 that the decrease in patient's settings from (B)(6) 2014 decreased the stridorous respirations, but it resumed a couple days later. The physician noticed that the stridourous breathing was directly related to stimulation, and it was also stated that the recurrent aspiration pneumonia may have been due to the stridor and excessive secretions. The patient's settings were adjusted again, and the stridorous respirations were barely audible after the change. The physician believed that the vns was functioning properly.